Manufacturer narrative:
Implant date: 2010.

Event description:
It was reported the patient had an advance sling implanted in 2010. The patient experienced recurring incontinence. Another advance sling was implanted as the physician thought the initial sling was placed too proximal. No further patient complications were reported in relation to this event.